Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio inr: 2.3; (B)(6) 2012, 2.1, lab inr: 1.6. Dr's office meter; unk meter brand. Tests performed within 2 hours. Pt stopped taking coumadin on (B)(6) 2012; pt began taking coumadin again on (B)(6) 2012. Pt was admitted to the hosp on (B)(6) 2012; had bariatric surgery week of (B)(6) 2012. Pt did not state the surgery was related to her inr values or her inratio meter. Pt self tester's therapeutic range is 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.